Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Accolade tmzf with 36 metal head. Femoral stem trunnion worn down. Hospital took implants and was doing testing.

Event description:
Accolade tmzf with 36 metal head. Femoral stem trunnion worn down. Hospital took implants and was doing testing.

Manufacturer narrative:
Reported event: an event regarding disassociation involving an accolade stem was reported. The event was confirmed via evaluation of the provided photographs of the stem and clinician review of the provided medical records. Method & results: -product evaluation and results: the reported device was not returned however photographs were provided for review. Visual inspection of the provided photographs of the stem indicated damage consistent with loss of taper lock. -clinician review: a review with a clinical consultant indicated "I can confirm that the patient underwent a primary left total hip arthroplasty at some point in the past, on or about (B)(6), 2014 since I was able to review an undated photo with the implant in place. The acetabular component did appear anteverted and subsequently the trunnion was deformed and there was a significant notch on the inferior aspect of the femoral neck. I can also confirm that the patient underwent a revision procedure on (B)(6), 2024 since I was able to see the explanted prosthetic components with deformity of the trunnion and a notch in the inferior portion of the neck of the femoral stem. It is unclear whether the acetabular component was revised or left in situ. I do not have either the primary or the revision operation report. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to disassociation of the femoral head from the stem. The reported device was not returned however photographs were provided for review. Visual inspection of the provided photographs of the stem indicated damage consistent with loss of taper lock. A review with a clinical consultant indicated "I can confirm that the patient underwent a primary left total hip arthroplasty at some point in the past, on or about (B)(6), 2014 since I was able to review an undated photo with the implant in place. The acetabular component did appear anteverted and subsequently the trunnion was deformed and there was a significant notch on the inferior aspect of the femoral neck. I can also confirm that the patient underwent a revision procedure on (B)(6), 2024 since I was able to see the explanted prosthetic components with deformity of the trunnion and a notch in the inferior portion of the neck of the femoral stem. It is unclear whether the acetabular component was revised or left in situ. I do not have either the primary or the revision operation report. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.